Event description:
It was reported that the patient was chronically sick and was on palliative care of the hospital. It was noted that the patient suffered a stroke and during examination, lead perforation was observed. Review of device image noted inappropriate shocks. The device was deactivated upon physician's request on (B)(6) 2011 and was declared brain dead. There is no allegation from a health care professional that event was caused by device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.